Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a motor (rewind issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 22-11-2017 device evaluation: the device has been returned and evaluated by product analysis on 03-11-2017 with the following findings: the black box showed no evidence that the pump was not rewinding correctly; no rewind/motor errors were observed. A full rewind was successfully performed with no errors. Load cartridge and prime were completed with no issues. The pump completed 24hr duration testing with no errors, alarms or warnings. The original complaint could not be confirmed or duplicated. Unrelated to the original complaint, the display was discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.